Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the cause could not be specified. The event can be prevented by following the instructions for use which state: "warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the plastic bar at the tip of the evis eus ultrasound bronchofibervideoscope had snapped off when putting a balloon on. The event occurred during preparation for use, and the procedure was completed with a similar device. There was no procedural delay or no patient harm associated with the event. The customer also stated, that this was the second scope of this model for which they have noticed the same fault. And enquired if the issue could be, due to user error. Complaint on the other endoscope captured in patient identifier: (B)(6), (model:bf-uc290f, model description:evis eus ultrasound bronchofibervideoscope, serial number: (B)(4).

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to the tip of the ultrasound probe being missing. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.